Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient's implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out of range pace impedance measurements. Recent daily measurements showed the impedances to be within normal range. Boston scientific technical services (ts) discussed evaluating the lead, and isometrics was not able to produce noise or the high impedance measurements. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited noise, oversensing, pacing inhibition and additional observations of high out of range pace impedance measurements. Boston scientific technical services discussed lead testing for a potential connection issue. Surgical intervention was taken to explant this device and lead. Testing was unable to reproduce the noise or impedance measurements, and it was noted at the revision that the lead was fully inserted and set screws were fully fixed. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.